Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke in half when endo stitch was being used to close a port hole defect. The broken needle was unable to be retrieved. Additional information has been requested but not yet received.